Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the low alert on the g6 mobile application did not sound. The patient stated she was sweating, and her heart was racing and felt like she was about to have a seizure. She stated the dexcom was reading 76 mg/dl, but she did not hear an alarm on her phone or the receiver. She drank 3 juice boxes (24g each) and stated in 7 minutes later the reading dropped to 53 mg/dl. She called the paramedics and when they arrived, they waited until the patient¿s blood glucose reached 120 mg/dl. The paramedics had the patient eat carbohydrates to keep her blood glucose stabilized. At the time of contact, the patient had not had a low alert as her glucose levels have been stable. Date was provided for investigation. Data investigation could not confirm no audio low alert on g6 mobile application. The probable root cause could not be determined. No additional patient or event information is available.